Event description:
A yag procedure was performed on the pt approx two weeks prior to the date of the event. The lens subsequently ended up in the vitreous. The lens was explanted on 10/21/96 and a vitrectomy was performed. The lens was not returned for evaluation. Expiration date: 10/24/00.